Manufacturer narrative:
Lab testing indicated bacterial flora was found in the sediment. No evidence suggest that this flora is detected on instruments after washing/disinfecting or that a serious injury would occur. The investigation is ongoing and a follow-up report will be sent at its conclusion.

Event description:
Sediment was found in the manifold of a washer disinfector. During complaint investigation, lab results indicated bacterial flora in the sediment found in the manifold. No injuries or infections have been reported to getinge.